Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for two (2) patients. The initial accu tni results were 16.71ng/ml and 16.00ng/ml for patient a and b respectively. It is unknown if the result were reported out of the lab. The original samples were retested and repeated results were 0.02ng/ml for both patients. The customer did not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Instrument's performance information was not provided. These are the only results in question at this time. The customer reported dark count errors obtained around the time of this event. It is unknown if these errors were associated with results in question. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a system check which failed. The fse found a broken wire to led board. The fse performed a preventive maintenance (pm) to the instrument. The fse verified the repair per established procedures and results met published performance specifications. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.